Event description:
The pt received two leads with the same lot number. It was reported the pt was not receiving effective stimulation from her peripheral placed lead (off-label use). On (B)(6) 2012, the physician moved the lead about a quarter of an inch. It was reported the pt was receiving more effective stimulation postoperative. Further follow up identified the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.